Manufacturer narrative:
Event summary: it was reported that, when testing the device prior to a procedure, the basket of an ngage nitinol stone extractor could not be closed. The device did not make patient contact. A new device was used to complete the procedure. There was no impact to the patient as a result of this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The device was returned in the shipping tray inside of the open outer package. The device was returned with the handle and basket formation in the open position. The mlla (male luer lock adapter) and collet knob were tight and secure. The polyethylene terephthalate tubing [pett] measures 3.5 cm in length. Kinks were noted in the basket sheath 3.5 cm, 11 cm, and 44 cm from the distal tip. The basket sheath was kinked at the based of the support sheath, and the basket sheath was severed at the based on the support sheath where the kink occurred. The coil was exposed, and the basket formation was found to be smashed in appearance. The clear tubing was loose from the basket wires. Functional testing determined the handle does not actuate the basket formation. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: important: excessive force could damage device. The returned device was found to have a basket that was open and could not be closed due to sheath damage. The basket sheath was kinked and separated at the orange support sheath. The sheath damage was preventing the basket assembly from moving freely within the basket sheath. The cause for the damage could not be determined. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Customer name and address- phone: (B)(6). Occupation = non-healthcare professional: unknown. PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that, when testing the device prior to a procedure, the basket of an ngage nitinol stone extractor could not be closed. The device did not make patient contact. A new device was used to complete the procedure. There was no impact to the patient as a result of this occurrence.